Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found physical damage on master tool manipulator right (mtmr) on surgeon side console (ssc) 1. The fse replaced mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was analyzed and the followings were found: a visual inspection found a broken grip spring and protruding and stuck on the right finger loop, which confirmed the reported issue. Log review was performed and no failures were observed relating to the reported complaint. The mtm was tested with a golden grip spring and failed. After that, the unit passed after running recalibration sequence without any error. The unit passed the rest of the fitness test. No external mechanical damage, contamination, or other abnormal conditions related to the reported event were observed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a broken grip spring of the mtm. It can be resolved by replacing the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that master tool manipulator right (mtmr) could not be closed on surgeon side console (ssc) 1. The customer stated that there was some kind of impedance, but no physical obstruction was found. The customer used the other ssc to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the csr and obtained the following additional information: the issue occurred twice in two separate procedures. The procedures were completed successfully using the other ssc.